Event description:
It was reported that the patient had been implanted with cortical fixation screws from an l4-5 and l5-s1 fusion performed on (B)(6) 2012. The patient underwent a cliff extension of the l3-4 on (B)(6) 2013. In the post operative report from (B)(6) 2013, the patient was doing well. The patient underwent a revision surgery on (B)(6) 2013, to correct for the bilateral broken s1 pedicle screws in the vertebral body. There was no "haloing" around the screw heads, so the heads were removed with a screwdriver. A trephine bit was used to core around the screw shank, along with a female removal bit, in order to remove the remaining pieces of screw. Both screw were removed completely with no patient complications. Two expedium screws were placed in the s1 as well as additional cages in the l5-s1 for added support. The rods and set screws were also replaced, thus completing the procedure with a total of a 4 hour delay to surgery.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the device reported in MFR report # 1526439-2014-10298.